Manufacturer narrative:
Zip code: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "contracture" and "peri-implant liquid film" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture," "detachment," "radial folds," and "peri-implant liquid film".

Event description:
Healthcare professional reported right side "contracture," "detachment," "radial folds," and "peri-implant liquid film." The device remains implanted.